Manufacturer narrative:
Pt weight - unk. Concomitant product(s): - collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens device evaluation: lens was returned in liquid, in a lens vial. Visual inspection found the optic torn and a missing piece of the optic/haptic. (B)(4).

Event description:
The reporter stated that when inserting a cc4204a, +22.0 diopter, single piece collamer lens, into the loader, the lens bent over itself and tore when it was advanced. There was no patient contact.